Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a stent procedure (patient age, gender, and weight unknown). According to the complainant, blue coating chipped off the guidewire into the patient's ureter. They did not remove the chips from within the patient, they were allowed to pass naturally. There were no consequences to the patient.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.